Event description:
It was reported that, per the patient's mother, after priming the device, she was unsure if the medicine was dispensed and thought the tubing may be defective. The tubing was switched out for another one which worked as it should. No patient injury was reported.

Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. No lot number was provided so a device history record (DHR) review could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.